Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires on the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power cord cable was received for evaluation. Visual evaluation revealed no frayed wires on the power cord. Power cord was determined to be functioning properly and successfully powered on unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Reported event was visually unconfirmed